Event description:
It was reported by service report that the foot of the bed was stuck in high height. No adverse consequences have been reported.

Manufacturer narrative:
Result: the unit was recalibrated.